Event description:
Boston scientific received information that this pacemaker showed less than 0.5 years remaining of battery life after changing the ventricular amplitude from 4.0 volts to 5.0 volts. Additional information obtained from the field representative indicated that during the routine device follow up, this device had 1 year battery remaining then programming changes were done , after that, the device displayed less than 0.5 years. After 3 months, device declared end of life (eol). Patient was already scheduled for a device change out. Boston scientific technical services (ts) explained the typical 85-90 days window from elective replacement time (ert) to eol. Patient is not dependent. Most likely, ert had occurred shortly after seeing the patient. The device was later explanted and returned for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.